Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the surgeon could not press the green button. Hence, the stapler could not be fire. Both the handle and reload were changed to complete the case. There was no patient injury.